Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience pocket stimulation. Additionally, patient came into the clinic with pocket stimulation when the left arm was in horizontal position. It was confirmed via testing that the stimulation was only felt with right ventricular (rv) pacing. Subsequently, this lead was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Noted electro-cautery damage in the outer insulation likely explant damage. Helix retracted. Noted dried blood/body fluid in helix housing. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were are intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities other than induced damage from normal use. Laboratory analysis was to confirm the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience pocket stimulation. Additionally, patient came into the clinic with pocket stimulation when the left arm was in horizontal position. It was confirmed via testing that the stimulation was only felt with right ventricular (rv) pacing. Subsequently, this lead was explanted due to product performance issue. No additional adverse patient effects were reported.